Event description:
The reporter states that the accu-chek compact system display screen is filled out smoke and appears burnt. She also states that the screen appears smoky as if smoke were behind the screen. The reporter did not see smoke emitting from the system or smell smoke. No reports of melting plastic, flaming or exploding with the system. The reporter did not report that the accu-chek compact system was warm to the touch. No reported actions taken or treatment given based on the electrical issue. No adverse event reported. New system sent to customer and return requested.